Event description:
It was reported that balloon rupture occurred. Patient underwent an endovascular thrombectomy. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.